Manufacturer narrative:
Additional information: d9, h3, h6, h11: the device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test high" was not reproduced. Device was sent for downstream occlusion test for high, low and medium settings with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test high. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.